Event description:
Prismaflex circuit would not load. Prismaflex m100 set used for crrt, routine circuit change claves and spike not attached to tubing, unable to attach to machine. Tried to attach again, unable.